Event description:
The device was used during a gynecology procedure. Reportedly a component disengaged from the instrument into the pt's cavity. The surgeon was able to retrieve the component without injury to the pt.